Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having pain and some osteophites. The cup and stem were well fixed, the surgeon replaced the liner and head.